Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by a family member of the patient, the patient underwent catheter placement at the hospital in october, and on january 16, during outpatient PICC maintenance, the catheter dehiscence. No other information was provided.